Manufacturer narrative:
E1: patient city: (B)(6) patient country: taiwan, province of china.

Event description:
Reference number (B)(4) event occurred in taiwan, province of china. It was reported that the patient faced infusion set leakage event on (B)(6) 2025 due to which there was a rise in high blood glucose level. The leakage was from the top of the cap. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009391, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009391 was manufactured according to the work instruction (wi) version 81 in the multivac 12, on 29/sep/2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set the lot 4j04020 was assembled according to wi version 27 on-line inspection for assembly of quick set on 29 sep 2024, with a total of (B)(4) units the lot 4j04021 was assembled according to wi version 27 on-line inspection for assembly of quick set on 29 sep 2024, with a total of (B)(4) unit review of the DHR showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.